Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for left distal radius fracture with the 1.8mm drill bit. During the surgery, the drill bit broke at its neck. The broken part was removed. It was not reported how the surgery was finished. There was no surgical delay. Patient¿s outcome is reported as stable. This report involves one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 310.509, lot: 1l34323, manufacturing site: bettlach, release to warehouse date: 10. Sept. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil, selected flow: damaged. Visual inspection: our investigation has shown that the drill bit is broken near the coupling end. The broken part is available. The cutting edges at the forefront of the broken piece are strongly damaged, especially the outer corners. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: measurement outer diameter ø1.8: drawing se_144674 revision e. Gage: 3-03-17585 tolerance ø1.8 0/-0.03 result: ø1.79 "pass". Document/specification review: the sub-component 60036882 is not lot tracked. Therefore the last three potential work orders (16180779, 16135820 and 16117623) that were produced prior to lot 1l34323 were reviewed. The review has shown that with 440a stainless steel the correct material was used and that the hardness was within the specification. Summary: the complaint is confirmed as the drill bit is broken as complained. During the performed evaluation no manufacturing related issue could be detected. The strongly damaged cutting edges at the forefront are an indication for a strong metallic contact, for example with a drill sleeve. We assume that the drill bit did get stuck due to this contact, this did lead to the unwinding of the flutes and finally the breakage of the drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.